Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel vs. Eci analyzer. Customer ran a sample on the triage cardiac panel test and got a positive result. The sample was immediately repeated using a fresh cassette and got a negative result. The initial device was reread on another triage meter and a positive result was observed. The eci analyzer resulted in a negative reading.

Manufacturer narrative:
Investigation pending.